Event description:
The customer reported that the display was "broken" and the image was not clear. The symptom was clarified by the philips fse to be a failure to power on. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.